Manufacturer narrative:
A photo was shared by customer, where is indicating the section where the leak is coming from. No additional damage or anomalies are noted. One (1) used device was returned for evaluation. As received, parenteral nutrition residuals were observed, no damage or anomalies were noted. The sample was tested as procedure and an internal leak from inside the shuntless microclave was noted. This was dissembled and the spike was a little bent and a seal tearing at the top was observed. Complaint of leaks can be confirmed. The probable cause is typical due to incompatible mating device during use. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The following device: 25 cm (10") appx 0.32 ml, smallbore ext set w/microclave® clear, rotating luer, a leak of parenteral nutrition was reportedly observed at the sealed part of the non-return valve. This issue occurred when using this device to feed a newborn. As a result, the nurse with the help of two other caregivers, the device was changed using a connector of the reference and unspecified lot. Clinical consequences: loss of parenteral nutrition; extension of the patient's procedure by 20 minutes (however it was completed); two additional nursing staff were required to manage the incident. There was no clinical impact observed on the patient. There were no observed physical defects on the device. There was leak exposure to the patient, and the full intended dose was not received.